Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient reported that the device was generating beeping tones. The patient was admitted to the hospital's emergency room (ER) and the device was interrogated by the local representative. Upon interrogation, a fault code#1003 and a yellow pop-up message was displayed that indicated that the voltage was too low for the projected remaining capacity. Ts discussed the issue and the need to schedule the patient for device replacement. The local representative provided ts with the battery details (approximate time to explant was 6 yrs, power consumption was 36 microwatts, percent power being used was 81%, and charge remaining was 1.34 amp-hr) from the device. Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and the device was replaced without incident.

Manufacturer narrative:
The device is currently undergoing detailed laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.